Manufacturer narrative:
The gpio box was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination the reported issue was confirmed. The gpio box was installed on a known good navigation system and both left and right trackers. The camera output was too low for the system resulting in trackers not being seen until within 3 ft. The gpio box was scrapped. Manufacture date received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the left trackers were not being seen by the camera at the optimal 6ft distance. The site rebooted the imaging system and brought the camera less than 3ft to the trackers and the system could be seen. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The gpio module was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the left trackers were not being seen by the camera at the optimal 6ft distance. The site rebooted the imaging system and brought the camera less than 3ft to the trackers and the system could be seen. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.